Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was returned for reliability analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to a compromised low-voltage capacitor, which resulted in a high current condition. In spite of this compromised capacitor, testing confirmed that the device had normal pacing, sensing, and defibrillation therapy functions.